Manufacturer narrative:
Final analysis found the device was returned normal above the elective replacement indicator (eri). No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-36848, related manufacturer reference number: 2017865-2021-36849, related manufacturer reference number: 2017865-2021-36850, related manufacturer reference number: 2017865-2021-36854. It was reported a patient presented with an infection. Their implantable cardioverter-defibrillator was explanted in a procedure on (B)(6) 2021. A temporary right ventricular lead was placed that same day and removed on (B)(6) 2021 with the implant of a new system. The newer system was explanted in a procedure on (B)(6) 2021 due to another infection. This was discovered when the patient came into clinic with complaints of pain at the generator site. Post-procedure the patient was stable.